Event description:
Pt had a lead migration of cervical lead. She had 2 neurostimulators implanted: one in her upper back and one in her lower back. The two leads in the upper had migrated about a year ago. She then had a surgical procedure in (B) (6) 2010, to replace the cervical leads which was reported as uneventful. Her other neurostimulator system for her lower extremities had not been touched except to turn it off. The pt was seen the next day and her cervical stimulation was turned on and no problems were reported from the pt. She also requested to turn on her stimulation to her lower extremities which she did with her programmer. The following day, the physician reported, the pt was a "paraplegic" and took her back to surgery to remove the lead. It was noted that there was no bleeding, hematoma in the area of the lead. The devices were turned off. Follow up info indicated that the pt still had no movement in her lower extremities but could move her upper extremities and did not have good motor skills in her hands. See MFR report # 3004209178201003664.

Manufacturer narrative:
(B) (4).